Manufacturer narrative:
The analyzer's serial number is (B)(6). The calibration and qc were acceptable. A general reagent issue was excluded. The system's alarm trace showed multiple "abnormal sample aspiration" alarms. The investigation is ongoing.

Event description:
There was an allegation of questionable hdl-cholesterol gen.4 results for 1 patient sample on a cobas c 303 analytical unit. The initial result was 3.18 mmol/l. The customer considered the result to be unacceptably high and repeated the sample. On (B)(6) 2024 the repeated result was 1.64 mmol/l.

Manufacturer narrative:
D4 expiration date was updated. The investigation found the centrifugation speed was too slow. The investigation determined the issue was consistent with a pre-analytical handling issue.